Event description:
Customer reported that while the unit was in use on a pt the unit did not have a pressure waveform. Numbers on the display were fine. Pt was switched to another unit and therapy was continued. No pt injury was reported.